Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose reaching approximately 509 mg/dl by fingerstick after a site change, with values out of range for more than 90 minutes, and the pump later indicating limited insulin delivery due to a recent meal announcement. Symptoms included none reported. Outcomes included successful correction of hyperglycemia after assistance with disconnecting and replacing the infusion set and subsequent return of glucose to target range, without outside assistance or medical intervention. Investigation included troubleshooting and education, including guided site change after identifying that the needle guard had been left on the infusion set, and review of device behavior related to meal announcement dosing. Investigation of this case revealed hyperglycemia of unclear cause with contributing factors including an infusion set insertion error and algorithmically reduced insulin delivery after a recent meal announcement. Device alerts for high glucose were reported and the ilet device functioned as designed once the site was corrected. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.